Event description:
Zenith endovascular graft was implanted in 2004. Original aortogram performed after device placement did not show any endoleak presence. A follow-up CT performed 4-5 months later for unrelated health reasons was also absent of endoleak occurrence. Pt had been rescheduled for a follow-up CT in december 2004 for the endograft. Prior to the december exam, the pt was presented to the ER with vague symptoms. Retroperitoneal hematoma was noticed; pt began having more pain and was taken to surgery. Five liters of blood was lost during the surgery and explant of the zenith device. Pt expired.